Manufacturer narrative:
A second vial from the same lot was also returned. All testing with the returned strips produced acceptable results.

Event description:
It was reported the patient received the following results within 15 minutes: 133 mg/dl and 296 mg/dl.